Event description:
I have been informed by my eye doctor that johnson & johnson is now adding a deteriorating agent to their 1-2 week contact lenses, which irritate the eyes after about 10 days, even when they are properly worn and cared for. This is to force consumers to buy more frequently, since, when cared for and worn properly, they last more than 1-2 weeks. As a consumer, I have no other options but to buy illegally, from another country, or from less-safe manufacturers because of the monopoly johnson & johnson have over contact lens mfg in the united state. I'd like the legality and safety of this new ingredient looked into as well as the effective monopoly.